Event description:
It was reported that a 6f angio-seal vip vascular closure device was deployed post femoral angiogram and coronary catheterization. After deployment, it was noticed that collagen was visible above the skin; therefore, the physician tucked the collagen in with a hemostat. The staff member who assisted the physician stated that the vessel the angio-seal was deployed in was not superficial. Hemostasis was not achieved and manual compression was applied. The pt's blood pressure (bp) during the procedure was 118/71. Ten minutes post deployment, the bp was 94/57. Thirteen minutes after compression was initiated, a softball sized hematoma formed. Fifteen minutes post deployment, the bp was 74/45. The pt was transported to the intensive cardiac care unit (ccu). Once the pt was in the ccu, the blood pressure dropped to 63/40. A 250cc bolus of IV fluids was given and dopamine (dose unk) was started. The IV fluids were left running and a femostop was applied. The heart rate was 130 and bp 130/70. Levophed (dose unk) was started and titrated and integrilin (dose unk) was left running. That evening ecchymosis was noted, there was no bleeding and pedal pulses were good. Early the next morning, integrilin and the IV fluids were discontinued. The pt's hemoglobin and hematocrit were stable. The pt was discharged 5 days later. The physician was in the angio-seal deployment training process.

Manufacturer narrative:
No product was returned, and review of the device history record was not possible, since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.